Manufacturer narrative:
(B)(6). Literature article: boudville, n., ullah, s., clayton, p., sud, k., borlace, m., badve, s., chakera, a., and johnson, d.w. "Differences in peritoneal dialysis technique survival between patients treated with peritoneal dialysis systems from different companies". Nephrology dialysis transplant (2019) 34: 1035¿1044. Doi: 10.1093/ndt/gfy340. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which an unknown number of peritoneal dialysis (pd) patients experienced unspecified infections. The cause of the infections was not reported. It was not reported if the patients were hospitalized for the event. Treatment for the event was not reported. Patient outcomes and action with pd therapy was not reported. No additional information is available.